Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. It is presumed that the burnt event occurred because a high-frequency treatment instrument was used without keeping a sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt plastic distal end cover and forceps elevator coating peeling off and burnt. There was no patient involvement.